Event description:
It was reported through a linkedin post mentioning a failed triathlon cementless tibia implanted with a mako. Update 13/august/2021 wg: spoke to the reporting surgeon (who is not the index and revising surgeon). Through peer review, aseptic loosening was noted 3 months post-op. The loosening was noted to be advanced 6 months post-op, and was noted to be grossly loose by 9 months post-op. No trauma was reported. On (B)(6) /2021, the patient's left knee was revised due to failure of osseointegration of the tibial baseplate. The baseplate and insert were revised. Reporting surgeon confirmed there are no allegations against the revised insert. Reporting surgeon confirmed that de-identified information can be provided to stryker.

Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon baseplate was reported. The event was confirmed via medical review. Method & results: -device evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs of the recently explanted tibial baseplate indicated that one of the four posts was missing from the underside of the baseplate. This damage is consistent with explantation damage. Bodily matter in the form of blood and tissue is observed covering the surface of the device. No further identifiable materials or manufacturing discrepancies were observed. -clinician review: a review of the provided medical information by a clinical consultant indicated: "materials reviewed:08/03/2021: stryker pi report undated/unlabeled: ap knee x-rays 2 sets. Presumed sequential series. Progressive loosening of the tibial baseplate and lytic changes medial. Undated/unlabeled: ap knee x-ray. Tibial revision component with cone and cemented short stem confirmation: the images were unlabeled and undated, that said if they are the same case, there appeared to be loosening of the uncemented tibia and a revision of said component. Root cause: the root cause cannot be ascertained without additional medical information." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that a triathlon baseplate was revised due to implant loosening beginning 3 months after implantation. The event was confirmed through review of provided x-ray images by a consulting clinician which indicated: "the images were unlabeled and undated, that said if they are the same case, there appeared to be loosening of the uncemented tibia and a revision of said component." The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through a linkedin post mentioning a failed triathlon cementless tibia implanted with a mako. Update 13/august/2021 wg: spoke to the reporting surgeon (who is not the index and revising surgeon). Through peer review, aseptic loosening was noted 3 months post-op. The loosening was noted to be advanced 6 months post-op, and was noted to be grossly loose by 9 months post-op. No trauma was reported. On (B)(6) 2021, the patient's left knee was revised due to failure of osseointegration of the tibial baseplate. The baseplate and insert were revised. Reporting surgeon confirmed there are no allegations against the revised insert. Reporting surgeon confirmed that de-identified information can be provided to stryker.